Event description:
Pt went into ventricular fibrillation and defibrillator charged but wouldn't discharge. Nurse tried turning the sync button on and back off again, then the machine off and back on again with no result. By this time a second machine had been brought and nurse was able to defib the pt immediately. Pt had a satisfactory outcome. The first machine was rechecked later and found to require from 2-5 times pressing of defib buttons on paddles to discharge. Defib was checked per protocol at the beginning of shift and worked fine. Biomed couldn't verify the noted problem, but did watch one of the cath lab staff recreate the problem. Biomed thinks the buttons were pressed but not far enough. This was recreated several times with the original paddle set and a brand new set from stock. The staff can think the buttons are pressed all the way in, but they aren't. Number of joules setting 200. The info was given by phone to qa and ra coordinator back in april.